Event description:
Healthcare professional reported right side "pain and altered regions of the breast to the physical exam; capsular contracture (grade unknown)", "folding" and isolated calcifications. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle material on the shell, white encapsulation, deformation and fold creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side "pain and altered regions of the breast to the physical exam; capsular contracture (grade unknown)", isolated calcifications. The device remains implanted.

Manufacturer narrative:
Fax number: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "pain and altered regions of the breast to the physical exam; capsular contracture (grade unknown)", isolated calcifications. The device remains implanted.